Manufacturer narrative:
Citation: denizhan ozdemir., et al. Transcatheter tricuspid valve replacement for recurrent tricuspid regurgitation after tricuspid transcatheter edge-to-edge repair. The journal of the american college of cardiology 30:104004 2025. 10.1016/j.jaccas.2025.104004 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 81-year-old male patient who underwent mitral valve replacement with a 27mm mosaic porcine bioprosthetic valve. It was reported that 7 years post implant, the patient required paravalvular leak (pvl) closure secondary to hemolytic anemia. It was stated that the hospitalization for the pvl closure was complicated by ventricular fibrillation, which was success fully managed with defibrillation and the implantation of a cardioverter-defibrillator (ICD). No further information was provided pertaining to medtronic products.